Event description:
It was stated by the mother that the customer was hospitalized for high blood glucose levels. The blood glucose reading read hi on the glucose meter. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother later called stating that the customer was released from the hospital, but the blood glucose reading went up to 276 mg/dl. The mother stated that the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, prime, excessive no delivery and displacement tests.